Event description:
It was reported that the ventilator failed the internal leakage and safety valve test. There was no pt involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned safety valve pull magnet and evaluation of received device logs has been completed. Evaluation of received logs confirmed several failed pre-use checks, failing on the internal leakage and safety valve tests, three days before the reported date of event. The safety valve was then replaced on-site and subsequent pre-use checks succeeded in passing. The reported issues are pre-use checks related errors. Simulated use testing of the returned safety valve in a reference ventilator did not give any indications of any deviations. Pre-use checks and several separate internal leakage and safety valve tests passed without remarks. No deviant glitches or sluggishness in the safety valve movement could be perceived during an inspection. The ventilator was also run with a test lung for two days without any problems. A simulation test was finally carried out by introducing a small leakage in the system. The test shows that a leakage might be the cause for the experienced issue. The conclusion in this matter is that the reported issue was confirmed in the received device logs, but was not reproduced during the investigation. The returned safety valve is found to be within its specification.

Event description:
(B)(4)

Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.